Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsb5 scissors did not cut during the procedure. Another device was used to complete the case. There was no consequence to the pt.